Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was still in tact, did not notice any external damage. The device history report showed there was a pump motor drive phase b post error in history. Customer stated problem could not be verified after flow and occlusion tests. After checking alarm history, noticed a low battery and depleted battery alarm just before the pump motor phase b post error. The root cause was attributed to the customer. Replaced battery as a preventative measure, was over 3 years old. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had an issue pump motor drive phase b post. No patient injury reported.